Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the knurled screw has loosen from the implant holder and has been reported lost. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of complained implant holder confirmed that knurled nut got lost. Further investigation on documentation for material and manufactured shows that the instrument has been manufactured pursuant to specification in september 2013. A failure in material or manufacturing could not be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which lead into the loss of the knurled nut. The knurled nut is unfortunately not available as spare part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was reported as returned when evaluation was reported; added date device was returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.